Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was difficulty connecting the patient connector of the transfer set to the titanium adapter. This occurred during a transfer set exchange. After connecting, there was a gap between the patient connector and the titanium adapter. The transfer set was then replaced by the nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with a minicap; an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. Integrity of seal surface testing was performed for functional verification of the patient adapter with no issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.